Event description:
Reportedly, while suctioning the pt, there was an audible high pressure alarm and then the ventilator reportedly stopped delivering breaths. The therapist was in the room at the time and removed the pt from the ventilator and began bagging the pt. No permanent pt injury occurred as a result of this event.

Manufacturer narrative:
(B)(4). Evaluation is pending completion.